Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the products were found with little liquid when the packages were opened during the operation. Implantation site/procedure: osteomyelitis in shin. How was issue resolved: operation undone.